Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was stuck and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was stuck and could not recovered. A field service engineer (fse) found the open and close latch sensor was misaligned and unable to securely fasten to the hard stop. Both the hard stop and sensor were replaced with new components, all associated mounting and hard stop screws were tightened, and service was restored successfully. The system functioned as intended after the field service engineer repaired the device.